Event description:
It was reported that this right atrial (ra) lead is exhibiting intermittent high out of range pace impedance measurements greater than 2500 ohms. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead has been exhibiting intermittent high out of range pace impedance measurements greater than 2500 ohms for five years. In addition, there have been inappropriate atrial tachycardia response (atr) episodes stored due to ra lead noise which is being oversensed. In at least one recent episode, there was pacing inhibition of greater than two seconds observed due to the oversensed noise, but it was noted that the patients intrinsic ra beats are also observed. Boston scientific technical services (ts) confirmed that these issues are consistent with a fractured lead. The boston scientific field representative indicated that the plan is to explant and replace the fractured ra lead and to prepare for all possible outcomes of the case, they asked ts for the appropriate lead adaptor model number to have in case it is needed. The ra lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead and the crt-d device were subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead is exhibiting intermittent high out of range pace impedance measurements greater than 2500 ohms. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead has been exhibiting intermittent high out of range pace impedance measurements greater than 2500 ohms for five years. In addition, there have been inappropriate atrial tachycardia response (atr) episodes stored due to ra lead noise which is being oversensed. In at least one recent episode, there was pacing inhibition of greater than two seconds observed due to the oversensed noise, but it was noted that the patients intrinsic ra beats are also observed. Boston scientific technical services (ts) confirmed that these issues are consistent with a fractured lead. The boston scientific field representative indicated that the plan is to explant and replace the fractured ra lead and to prepare for all possible outcomes of the case, they asked ts for the appropriate lead adaptor model number to have in case it is needed. The ra lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead is exhibiting intermittent high out of range pace impedance measurements greater than 2500 ohms. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.